Manufacturer narrative:
The monitor and strips associated with the complaint were returned for investigation. Returned strips tested on the returned monitor met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. The customer was identified as having a condition that may impact the performance of the assay. Also, a user issue was identified in the complaint. These cannot be ruled out as a cause for the observed discrepant results. The impedance curves associated with the customer's reported results were statistically analyzed. The inr result of 0.9 was determined to be abnormal in shape, while the inr result of 4.8 displayed a weak-slope change. Weak-slope changes are known to contribute to discrepant results, this issue related to the algorithm software on the monitor and was addressed in (B)(4). An impedance curve with weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Further investigation is being performed under (B)(4) for this issue

Event description:
A report was received concerning a variance between inratio inr results and lab inr result. The results were as follows: (B)(6) 2016: inratio inr=4.8, inratio retest=0.9; lab inr=1.0. The reported therapeutic range=2.0-3.0. When collecting blood sample, a 28 gauge needle was being used rather than the recommended 21-23 gauge.